Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of severe swelling, hardened, pain, tenderness, foreign body sensation and granulomatous lump are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device history record summary: the documentary research in the batch file shows that no element could explain this issue: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling for the reported events of edema, skin irritation, inflammation and pain: "4. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or, pain on pressure, and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. Besides, a preventive anti-inflammatory treatment by a medical doctor can be recommended. 3) induration or nodules at the injection site. 6) rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account."

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ with lidocaine in the anteromedial cheek. On the next day, the patient was injected with juvéderm® volbella® with lidocaine in the left anteromedial cheek and lip. The patient felt "swelling and tenderness" at the injection sites of the anteromedial cheek. Patient was examined in an emergency room and there was "severe swelling, filler could be palpated harden, pain and tenderness" were all the symptoms. Prior to having the symptoms, the patient had developed tonsillitis (unrelated to the device). About 2 weeks after injection, patient was treated with hyaluronidase, ciprofloxacin, pain killer, betamethasone and cepha. Patient was treated with hyaluronidase again the next day and a "harden granulomatous lump remained." By the next day, the swelling had "went under a lot" and the condition of the patient got better but "there's foreign body sensation palpated in the patient's lips still." This is the same event and the same patient reported under MDR ID #3005113652-2017-00284 (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspected product, juvéderm® volbella® with lidocaine.

Manufacturer narrative:
The event of delayed hypersensitivity is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Additional information: healthcare professional has added that the event is a "delayed hypersensitivity."